Event description:
As it was reported by an affiliate, during a procedure, a smart control self expanding stent (10x40mm 80cm) presented deployment difficulty. The device was delivered to a heavily calcified and highly tortuous iliac artery with 100% stenosis (cto). There was friction while was crossing the lesion. The locking pin had been in place, but the stent was observed to have been slightly released (2mm) at unintended position under the cag. The smart control was retrieved from the patient without stent placement, and a new smart control (size unknown) was used instead. The procedure was completed successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital.

Manufacturer narrative:
A device history record review was performed on (B)(4) 2012 and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Complaint conclusion: as it was reported by an affiliate, during a procedure, a smart control self expanding stent (10x40mm 80cm) presented deployment difficulty. The device was delivered to a heavily calcified and highly tortuous iliac artery with 100% stenosis (cto). There was friction while crossing the lesion. The locking pin was in place, but the stent was noted to have been slightly released (2mm) prior to deployment. The smart control was retrieved from the patient, and a new smart control was used successfully deployed. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571470 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.